Manufacturer narrative:
Concomitant medical products: 50ml baxter bag ndc 0338-0049-41, lot p351858, exp jul 2017, 0.9% nacl injection, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from the anti-siphon valve of an extension set during an infusion of ativan. The nurse was responding to an occlusion alarm when fluid was noted on the floor and the leak was observed. The tubing was later noted to separate; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking from the anti-siphon valve was confirmed. The customer¿s report of occlusion alarm was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was noted that the set¿s tubing was separated from the bottom of the anti-siphon valve. Visual inspection of the set noted the presence of sufficient solvent, no solvent voids on engagements, no gaps in engagements, and no damage or cracks on components. No other anomalies were observed on the set. Functional testing was performed on the upper and lower portion of the set and resulted in no leaks or separations were observed on any of the tubing, connections, or components. There was no separation observed at the set¿s back check valve. There was no leaking observed at the nac zero connection. Slight tugging was performed on all the engagements of the suspect set to see if any other separations would occur besides the as-received tubing and anti-siphon separation. No other separations were observed on the set. The root cause of the observed leaking from the anti-siphon valve on the returned used administration set and subsequent separation of the tubing from the anti-siphon valve was identified as due to excessive pressure being able to be exerted during the push of the fluid from the attached 10ml syringe. The root cause of the reported occlusion alarm was not confirmed.